Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported, IV endotool was programmed to infuse at ordered rate of 5.5 units/hr. Blood glucose on complete metabolic panel (cmp) used for dosing. Infusion started at 0706. At 0751, blood glucose was 44 and upon recheck and repeat blood glucose fell to 30. Infusion was stopped. Clinician noted upon stopping infusion that the insulin bag was empty. Patient was treated with orders for a 100ml dextrose 10 normal saline bolus. Patient was alert and oriented. Patient drank juice as well as ate hard candy. At 0813, patient's blood glucose had recovered to 80. Upon customer's internal investigation of device, it was noted that biomed could not verify the free flow event. Incidental findings included a right iui was bent, customer installed a right side iui connector. Unit passed all preventative maintenance tests.

Event description:
It was reported, IV endotool was programmed to infuse at ordered rate of 5.5 units/hr. Blood glucose on complete metabolic panel (cmp) used for dosing. Infusion started at 0706. At 0751, blood glucose was 44 and upon recheck and repeat blood glucose fell to 30. Infusion was stopped. Clinician noted upon stopping infusion that the insulin bag was empty. Patient was treated with orders for a 100ml dextrose 10 normal saline bolus. Patient was alert and oriented. Patient drank juice as well as ate hard candy. At 0813, patient's blood glucose had recovered to 80. Upon customer's internal investigation of device, it was noted that biomed could not verify the free flow event. Incidental findings included a right iui was bent, customer installed a right side iui connector. Unit passed all preventative maintenance tests.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.